Event description:
Positive air leak witnessed in pleur-a-vac at end of operative procedure. The patient was reintubated and patient positioned, prepped and draped laparoscopic camera inserted into left chest. Staple line at operative site disrupted. Leak fixed with sutures.